Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one onyx frontier coronary drug eluting stent (des) to treat a lesion in the proximal right coronary artery (rca). The device was inspected with no issues. It was reported that stent dislodgement occurred during delivery to the lesion. The onyx frontier was advancing in the proximal rca when the stent dislodged and travelled distally within the rca. Another physician then opened the stent. It is unknown whether the stent was opened successfully within the lumen, or if it was a stent exclude technique, and another stent was deployed to oppose the dislodged stent within the vessel. The dislodged stent was not removed. Another des was implanted in the proximal lesion. The patient is stable and was not harmed. The patient is alive with no further injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.